Event description:
It was reported during the patient's clinical trial procedure, a laminectomy was performed where the physician identified a substantial thoracic stenosis (MRI confirmed). The wound was closed and the procedure was abandoned. Patient information is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.